Event description:
Daughter of home pt(hp) reports pt line of homechoice set was not priming properly completely. Hp was able to prime line after she restarted with new supplies. Per hp, there was no pt injury or medical intervention as a result of incident.